Manufacturer narrative:
(B)(4).

Event description:
The patient experienced heating at her lead site and a shocking or jolting sensation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.